Manufacturer narrative:
The pump was received with blank display, problem isolated to mother board. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with blank display. The customer states they were going to bolus when they noticed the blank display. The customer's blood glucose level was unknown, but had been 105mg/dl. Troubleshoot was conducted and the display remained blank. The customer was advised the pump would be replaced and returned for analysis.